Event description:
A (B)(6) advia centaur cp (B)(6) result was obtained on one patient sample and confirmed with (B)(6) confirmatory testing. The sample was run two more times, one result was (B)(6), and the other result was (B)(6). A (B)(6) result was reported. The same patient sample was retested four days later, and the (B)(6) result was (B)(6). The patient's (B)(6) test history was (B)(6) when pre-natal testing was performed. It is unknown if a corrected report was issued by the customer. There was no known report of patient treatment being prescribed or altered and no report of adverse health consequences due to the confirmed advia centaur cp (B)(6) confirmatory result.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cse performed a total service call, checked the probe calibrations and found no system issues. Quality control was run and within acceptable ranges limits. The cause for the (B)(6) results, confirmed with advia centaur cp (B)(6) confirmatory testing is unknown. No conclusion can be drawn. The hbsag confirmatory instruction for use (IFU) under the interpretation of results section states the following: "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of hbsag should be correlated with patient clinical information and other hbv serological markers. It is recognized that current methods for detection of hepatitis b surface antigen may not detect all potentially infected individuals. A false reactive hbsag test result or invalid confirmatory result does not exclude the possibility of exposure to or infection with hepatitis b." The hbsag instruction for use (IFU) under the interpretation of results section states the following: "samples with an index value of greater than or equal to 1.00 but less than or equal to 50 are considered initially reactive for hbsag. Perform repeat testing in duplicate and /or supplemental testing on these samples. After repeat testing, if at least two of the three results are reactive, the sample is considered repeat reactive for the presence of hbsag. If a repeatedly reactive result is confirmed by supplemental tests, such as the advia centaur hbsag confirmatory assay, the sample is positive for hbsag." The hbsag instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications. No further evaluation of the device is required. (B)(4).